Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es users were unable to do recover storage space. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident. A technical support specialist explained that users with permission to remove medications from a storage space also have the ability to recover them, except in cases where a cubie needs to eject during recovery that requires special permissions not granted to users. A report was run showing all recent failures were related to cubie pockets, and since user had access to all security group types, they should have been able to recover them. However, the customer was unable to provide a specific example for further investigation. The case was closed with the understanding that it could be reopened once an example available. The system functioned as intended after the technical support specialist investigated the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es users were unable to do recover storage space. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.